Event description:
The patient was prepared for a split thickness graft (s>t>s>g) to the left distal stump from right anterior proximal thigh. The donor area was marked off. The padgett dermatome was set first at .46mm and an attempt by the attending resident surgeon at a s.t.s.g. Was made. On placement of the instrument, a full thickness skin defect was repaired using interrupted 5-0 nylon sutures. A second attempt was made by the attending plastic surgeon with the dermatome set at .25mm and again an adequate amount of oil on skin and the dermatome were used. A poor incomplete graft was obtained this time. The instrument was removed from the righdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.